Event description:
It was reported that the patient developed irritations at the infusion site while wearing the pod for longer than 48 hours on the leg. The patient phoned a physician and sent photos via zoom and was prescribed flucloxacillin (500mg) for 4 times a day for 2 weeks. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.